Manufacturer narrative:
1. DHR/bhr review lot 3135090 1 this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received, and the damage status of the connection of pp connector and extension tubing cannot be identified. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The root cause of leakage at the connection of pp connector and extension tubing cannot be determined because the defective sample is not received for testing and analysis.

Event description:
No additional information provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked the patient was admitted to the hospital due to intestinal obstruction on (B)(6) 2024. At 09:10 on january 29, he was given infusion treatment as directed by the doctor. The nurse placed the closed intravenous indwelling needle according to the standard operation. No abnormalities were found. When flushing the closed intravenous indwelling needle, it was found that there was leakage at the connection between the yellow connector of the closed intravenous indwelling needle and the hose, so the closed intravenous indwelling needle was replaced with a closed intravenous indwelling needle of the same batch. The nurse followed the standard operation and found no abnormalities and no similar situations occurred.